Event description:
On (B)(6) 2013, a patient¿s mother reported questions about voice alteration after surgery. She also indicated that the patient had to stay overnight for observation related to bleeding in the operating room. The physician wanted to watch the patient¿s incisions to ensure that no swelling occurred in the throat area . The patient was reported to be doing okay but had concerns about high pitched voice tone. Follow-up with the surgeon showed that there was no record of the patient experiencing voice alteration. The patient was last seen on (B)(6) 2013 and there were no complaints of voice alteration or hoarseness. Attempts for additional information have been unsuccessful.